Manufacturer narrative:
Upon visual inspection of the device, corrosion was found within the motor assembly.

Event description:
It was reported that during a surgical procedure, the saw heated up. The procedure was completed using this same equipment, without causing a delay. There was no patient or user injury reported, and no other adverse consequences were alleged with this event.